Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that the insulin pump went into threshold suspend five times during night. Customer stated that her initial blood glucose was 42 mg/dl; treated with milk chocolate and then she checked but her blood glucose was not low. Customer stated that the insulin pump alarmed from 1:30 am and 7 am and it received low predictive alerts and went into threshold suspend. The alarm history showed 4 threshold suspend alarms starting with glucose values between 34 mg/dl and 54 mg/dl. First blood glucose value was 42 mg/dl but then it was between 110 mg/dl and 191 mg/dl at that time. Current blood glucose is 132 mg/dl. Nothing further reported.